Event description:
Pt on senergy pulse bed. Pt has neuropathy of lower extremities. Bottom of left foot against motor of bed. Burn occurred to foot measured 6cm x 2 cm. Reddened blister like area that appears to be in the shape of metal plate. Bed co notified. Tx- silvadene cream to foot bid.